Event description:
The vent became inoperative while on a patient. There was no patient harm or change in therapy as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the malfunction. The unit apssed extended self testing.